Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that he did a meter to hcp meter comparison test. Both tests were done on the meters from a venous blood draw at his dr's office. The results were 179 mg/dl on his meter, and 118 mg/dl on the dr's meter (type unk). The rptr did not have any symptoms.